Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit's green led (light emitting diode) indicator had an illumination failure (flickering). There was no patient involvement. The event date was not specified; estimate used.